Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H6 investigation findings: c19 refers to the product history review. Cbas®heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. Product history review: a review of the manufacturing records indicated the device met pre-release specifications. Further investigation is being performed and will be included in the final report. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On 02 september 2025, gore received a report concerning two gore® viabahn® vbx balloon expandable endoprosthesis (vbx devices) which were involved in the same surgical procedure. Per the report, on (B)(6) 2025, a patient of unknown demographics necessitated an endovascular aneurysm repair (evar) for the right internal iliac. Reportedly the first vbx device could not proceed into the aortic bifurcation while using a 9 fr aptus sheath due to an "extremely tight bend" and after numerous attempts the vbx device was removed and a stiffer wire was paced. Upon retrieval of the vbx device, it was reportedly inspected and no damage was observed. Another attempt was reportedly made using the new wire and upon insertion into the aptus sheath, the stent allegedly was noted to have dislodged from the balloon inside the patient. According to the report, the vbx device was successfully retrieved. The physician reported that the cause for the stent dislodgement could be related to the numerous friction against the edge/exit of the aptus sheath. Another vbx device was reportedly, successfully deployed into the right internal iliac artery which via the subclavian artery during the same procedure. According to the report, upon withdrawal of the vbx delivery system through an arrow super arrow-flex sheath, there was a break at the connection of the catheter hub and the catheter shaft which occurred outside of the patient. The physician alleged that the likely cause of this event was due to the patients arm not positioned outwards away from the body, since the surgical plan wasn't to use upper limb access which possibly result in bending of the vbx catheter during removal which might have caused an increased tension on the catheter hub. Additionally, the physician reported that the arrow sheath felt "very rigid" when inserting and removing the post dilatation balloon, further alleging that the breakage was possibly a result of the sheath rather than an issue with the vbx delivery system. There was no report of a patient injury as a result of the event.

Manufacturer narrative:
H6: d16 is replaced with d1102 and d12. C21 is redundant. The manufacturing records were reviewed and documented in the product history task. The device lot met all pre-release specifications. The primary reported complaint could not be independently confirmed because there were no items returned for evaluation. The cause for the primary complaint was determined to be patient condition related based on the reported tortuosity. The cause of the secondary complaint is determined to be related to use error where the inability of the device to reach the target treatment site, necessitated device withdrawal after the stent had been introduced past the introducer sheath. The device instructions for use (IFU), for the appropriate region and time-period, was reviewed with respect to the complaint detail, and the below statements were identified as having a relation to the complaint. Do not withdraw the gore® viabahn® vbx balloon expandable endoprosthesis back into the introducer sheath after it is fully introduced.